Event description:
Pt is a 76-yr-old female who was admitted to the hosp for a redo coronary artery bypass x 3 on 8/10/93. Pt developed many postoperative complications including pulmonary edema and multiple system and organ failure. She had an intra-aortic balloon inserted on 8/14/93 for heart failure. She was taken back to or for removal of the intra-aortic balloon and her physician stated the intra-aortic balloon had adhered to the aorta. Surgical attempt to remove was made but pt coded before surgery could be completed. The physician stated this incident did not cause the pt's death. However, rptr decided to err on the side ofover-reporting. Device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: no. Corrective actions: none or unknown. The device was destroyed/disposed of.